Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the leads was explanted and replaced due to lead fracture. Information received did not specified which lead was fractured. Further information not available.